Manufacturer narrative:
The reported field event of failure to sense was not confirmed. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device upgrade procedure on 12mar2021. During the procedure, it was noted that the patient's left ventricular lead exhibited a failure to sense after multiple repositioning attempts. The lead was removed and replaced. The patient was stable.